Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported that the user experienced high blood glucose values, but no other information was provided. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Follow-up #1: date of submission 20-mar-2019. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 14-mar-2019 with the following findings: review of the black box data revealed records dated (B)(6) 2019. The black box data and history records from the date of the original complaint had been overwritten due to continued use of the insulin pump past the issue was reported on (B)(6) 2018. The available daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed delivery accuracy testing and found to be delivering within the required specifications. No delivery issues were found on investigation. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Correction of initial report details: review of the complaint details taken from the reporter has shown that the reporter stated that they were not certain what caused the patient's elevated blood glucose, but they believed it was related to scar tissue at the infusion site. The reporter declined to troubleshoot the insulin pump with animas customer support because they did not believe the patient's blood glucose excursion was related to the use of the pump.